Event description:
In 2007, a representative reported that a patient underwent revision surgery to extend the construct and possibly to replace a misplaced screw. No additional information was provided. There was no reported injury to the patient. No surgical delay is associated with this event.

Manufacturer narrative:
Investigation is pending.